Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model#: 1420 / catalog#:1420 / expiration date: 30-nov-2022 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 29-nov-2021 / h5: no / d1: heartware ventricular assist system ¿controller 2.0 / d4: model#: 1420 / catalog#:1420 / expiration date: 31-may-2025 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 30-may-2024 / h5: no / h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending, and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the ventricular assist device (vad, the vad exhibited low flow alarms, vad stop and there was a failure to restart after a controller exchange due to an internal battery failure. The patient was prepped in the operating room, with lines inserted for potential resuscitation and a balloon catheter placed to occlude the outlet graft if necessary. Anesthesia was induced, and the patient was intubated. Upon exchanging to the new controller, the motor failed to start. After 90 seconds, a decision was made to switch to a modified controller, which was then powered up. The clinicians encountered difficulty disconnecting the driveline from the controller as it appeared stuck. Eventually, they managed to disconnect it, and the driveline was attached to the controller with modified software, which successfully started the vad.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3: yes serial# (B)(6) h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and two (2) controllers (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed five (5) low flow alarms logged since 21/jan/2025. Log file analysis also revealed consistent instances in high power consumption with parameters above normal operating range; however no high power alarms were logged during the analyzed period. The high power event is an additional finding not related to the reported event. Log file analysis associated with (B)(6) revealed that this was the primary controller in use at the time of the reported event. Review of the alarm file revealed one (1) vad disconnect alarm was logged on 21/jan/2025 at 09:10:02 indicating a physical disconnection of the driveline from the controller likely due to the reported controller exchange. Log file analysis also revealed that (B)(6) was in use for more than two (2) years. Log file analysis associated with (B)(6) revealed one (1) vad disconnect alarm logged on 16/jan/2025 at 16:54:49, indicating that the controller was powered on without the driveline connected. Various parameters, including time, patient ID, and pump ID were programmed following the initial controller power up event, indicating the power up event occurred during the initial programming of the controller. Log file analysis then revealed one (1) controller power-up event logged on 21/jan/2025 at 09:27:30 followed by one (1) vad disconnect alarm logged at 09:27:37, indicating that the controller was powered on without the driveline connected. This was followed by one (1) vad stopped alarm logged on 21/jan/2025 at 09:28:13, indicating that the pump failed to restart after multiple attempts. Log file analysis associated with (B)(6) revealed a controller power-up event at 09:20:58 on 22/jan/2025 with an associated pump start event logged at 09:21:29. Analysis of the event log file revealed that the date, pump ID, and alarm limits were being set prior to the controller power up event indicating that the controller power up likely occurred during the initial programming of the controller and the reported controller exchange. Moreover, one (1) vad disconnect alarm logged on 22/jan/2025 at 09:21:06, indicating that the controller was powered on without the driveline connected. As a result, the reported low flow and failure to restart events were confirmed. The reported controller internal battery issue and stuck driveline cable events could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including, but not limited to thrombus at the inflow canula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, possible causes of the high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Possible root causes of the reported stuck driveline cable event may be attributed, but not limited, to contamination by foreign material within the driveline locking mechanism and/ or handling of the device. The most likely root cause of the vad disconnect alarm and controller power-up events can be attributed to a controller exchange and troubleshooting of the vad stopped alarm. The most likely root cause of the vad stopped alarm can be attributed to a failure of the pump to restart after multiple attempts. (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 3]. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. CAPA pr00532915 is investigating pump failures to restart. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.